Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-10-36f, trident 10° x3 insert 36mm ID, lot code: e39mkd cat. No.: 2030-6516-1, 6.5 cancellous bone screw 16mm, lot code: 5vmmad cat. No.: 2030-6520-1, 6.5 cancellous bone screw 20mm, lot code: y98mkd cat. No.: 6020-4535, accolade 132 size 4.5, lot code: 22647002 cat. No.: 17-0000e, ti sleeve for alumina head, lot code: 8mrmjd it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Left hip revision due to pain. Patient's original date of surgery was (B)(6)2007 by dr. (B)(6). Doctor (B)(6). Removed a cup, liner, ball and 2 screws and implanted a new cup, liner and ball.

Manufacturer narrative:
An event regarding pain and revision involving an unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is pain, osteolysis and peri-articular stress fractures. The potential causes for these issues some of which are multifactorial. Some of these potential causes would include infection, neoplasia and less likely particle disease. There is insufficient documentation presented to further complete this assessment." Conclusions: a review of the provided medical records by a clinical consultant indicated "the primary harm involved is pain, osteolysis and peri-articular stress fractures. The potential causes for these issues some of which are multifactorial. Some of these potential causes would include infection, neoplasia and less likely particle disease. There is insufficient documentation presented to further complete this assessment." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Left hip revision due to pain. Patient's original date of surgery was (B)(6) 2007 by dr. (B)(6). Doctor (B)(6) removed a cup, liner, ball and 2 screws and implanted a new cup, liner and ball.